Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly and no back light anomaly during test. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen had scratched and was difficult to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump screen possibly not as bright, transmitter not lasting full enlite sensor life. The insulin pump will not be returned for analysis.